Manufacturer narrative:
W2o reg,needle valve,hp flow cntrl leaking needle valve leaking. Hardened, soiled and deteriorated water tubing inside the hand piece cable. Power cord is not a medical grade. Will replace damaged /worn components and recalibrate unit to factory specs upon estimate approval.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron bobcat pro g130 they allege that the water is leaking, this is causing flow problems, and the handpiece gets very hot; no injury resulted.